Manufacturer narrative:
Updated fields - b4, d8, d9, e1,g1, g3,g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion)h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse reported solenoid valve connector poor contact. Fse cleaned and re-fixed solenoid valve connector. Based on the evaluation results provided by the field service engineer, the issue was resolved by ¿ cleaning and re-fixing solenoid valve connector¿ however, since no part was replaced or returned for evaluation, the root cause could not be determined.

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had an internal communication error. After the error occurred, replaced with in-hospital equipment. There was no health damage reported.